Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the system was beeping at boot up. The pendant screen showed "waiting for initialization of the generator line" several reboots of mobile viewing station (mvs) and image acquisition system (ias) were performed. The first 3d image was done, and the surgeon was able to place the screws using the navigation. At the second 3d image of control, the imaging system was not shooting 2d. There was no error on the pendant. Several reboots were done, and the staff was able to perform the second 3d of control. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000487 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the controller board was replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c07 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.